Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "customer experiencing issue with the 3f introducer. Introducer bends and kinks upon insertion, resulting in unnecessary skin nick resulting in necessary bleeding".